Manufacturer narrative:
(B)(4).

Event description:
The customer reports: patient underwent insertion of the arrow central venous catheter for hemodialysis brand arrow, when removing the guide, it breaks. It was possible to fully remove the guidewire without causing harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.1.-brand name corrected to arrow cvc set: 2-lumen 7 fr x 20 cm. Section d.4.-lot # corrected to 14f20a0289. Section d.4.-catalog # corrected to cv-17702. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: patient underwent insertion of the arrow central venous catheter for hemodialysis brand arrow, when removing the guide, it breaks. It was possible to fully remove the guidewire without causing harm to the patient.